Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4 of 5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient (hp) stated that she did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated there were no disconnections or loose connections that may have occurred. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 4 of 5. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power to clear alarm. The tsr then advised the hp to start over with new supplies. The hp stated that she just wanted to end therapy for the night. The tsr advised the hp to call her nurse (rn) to inform of the incident and any missed therapy. On (B)(6) 2010, product surveillance contacted the hp who stated she did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated there were no disconnections or loose connections that may have occurred. The hp stated she was able to resume therapy successfully with new supplies. The hp stated she did notify her nurse of the alarm and confirmed her nurse reviewed proper procedures with her. The hp stated she was no longer on peritoneal dialysis therapy and had switched to hemodialysis. There was no patient injury or medical intervention reported.